Event description:
On 22nd february 2024 getinge became aware of an issues with one of our table tops 118016a2 - magnus carb.-fibre table top, long bolus and one of our columns - 118001b4 - hybrid or table column, surface-mounted. As it was stated, the table was locking and no movement or rotation was possible. The staff tried multiple hand controls without success. The anesthetized patient had to be hoisted off table and transferred. The issue resulted in a delay of the surgery. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the patient as required and a delay resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The other suspected device (118001b4 - hybrid or table column, surface-mounted) is covered under manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an incident with one of our table tops 118016a2 - magnus carb.-fibre table top, long bolus and one of our columns - 118001b4 - hybrid or table column, surface-mounted. As it was stated, the table was locking and no movement or rotation was possible. The staff tried multiple hand controls without success. The anesthetized patient had to be hoisted off table and transferred. The issue resulted in a delay of the surgery. The incident was initially assessed as reportable due to the inability to position the patient as required and a delay resulting in prolonged anesthesia time. Recently, the incident was reevaluated. According to the performed investigation, the event was caused by a malfunction of the 118001b4 - hybrid or table column, surface-mounted covered under the manufacturer¿s reference number: (B)(6) (report number: 8010652-2024-00035). Since the problem was confirmed to be in a different device, the case was reconsidered to non-reportable. The incident is further evaluated under the manufacturer¿s reference number: (B)(6) (report number: 8010652-2024-00035). It was established that the device met the manufacturer's specification. The device was being used for patient treatment when the incident occurred. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, d1 brand name, d4 catalog#, d4 serial#, d4 unique identifier (UDI)#, e1b event site name, h3b device not eval provide code, h6 medical device ¿ problem code and h6 health effect ¿ impact codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 22nd february 2024, getinge became aware of an issues with one of our table tops 118016a2 - magnus carb. Fibre tabletop, long bolus and one of our columns - 118001b4 - hybrid or table column, surface-mounted. As it was stated, the table was locking and no movement or rotation was possible. The staff tried multiple hand controls without success. The anesthetized patient had to be hoisted off table and transferred. The issue resulted in a delay of the surgery. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the patient as required and a delay resulting in prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an incident with one of our table tops 118016a2 - magnus carb. Fibre tabletop, long bolus and one of our columns - 118001b4 - hybrid or table column, surface-mounted. As it was stated, the table was locking and no movement or rotation was possible. The staff tried multiple hand controls without success. The anesthetized patient had to be hoisted off table and transferred. The issue resulted in a delay of the surgery. The incident was initially assessed as reportable due to the inability to position the patient as required and a delay resulting in prolonged anesthesia time. Recently, the incident was reevaluated. According to the performed investigation, the event was caused by a malfunction of the 118001b4 - hybrid or table column, surface-mounted covered under the manufacturer¿s reference number: (B)(6) (report number: 8010652-2024-00035). Since the problem was confirmed to be in a different device, the case was reconsidered to non-reportable. Previous d1 brand name: magnus carb. Fibre tabletop, long bolus. Corrected d1 brand name: magnus carbon fibre tabletop. Previous d4 catalog#: 118016a2. Corrected d4 catalog#: n/a. Previous d4 serial#: (B)(6). Corrected d4 serial#: (B)(6). Previous d4 unique identifier (UDI)#: n/a. Corrected d4 unique identifier (UDI)#: (B)(4). Previous e1b event site name: (B)(6). Corrected e1b event site name: (B)(6). Previous h3b device not eval provide code: device evaluation anticipated, but not yet begun. Corrected h3b device not eval provide code: other. Previous h6 medical device ¿ problem code: activation, positioning or separation problem / positioning problem / positioning failure / 1158. Corrected h6 medical device ¿ problem code: adverse event without identified device or use problem///2993. Previous h6 health effect ¿ impact codes: surgical intervention/prolonged surgery//4632. Corrected h6 health effect ¿ impact codes: delay to treatment/ therapy///4604.

Event description:
Getinge became aware of an incident with one of our table tops 118016a2 - magnus carb. Fibre tabletop, long bolus and one of our columns - 118001b4 - hybrid or table column, surface-mounted. As it was stated, the table was locking and no movement or rotation was possible. The staff tried multiple hand controls without success. The anesthetized patient had to be hoisted off table and transferred. The issue resulted in a delay of the surgery. The incident was initially assessed as reportable due to the inability to position the patient as required and a delay resulting in prolonged anesthesia time. Recently, the incident was reevaluated. According to the performed investigation, the event was caused by a malfunction of the 118001b4 - hybrid or table column, surface-mounted covered under the manufacturer¿s reference number: (B)(6) (report number: 8010652-2024-00035). Since the problem was confirmed to be in a different device, the case was reconsidered to non-reportable.